Event description:
A malfunction alarm was reported for the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to properly load a new cartridge, successfully resuming insulin therapy thereafter.